Event description:
The customer reported that alarms are not been seen in all of the patient rooms. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.